Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
(B)(4) received information that this right atrial (ra) lead exhibited loss of capture. There was no asystole as the patient is not dependent. The ra lead also exhibited high, out of range pace impedance measurements and high pacing thresholds. Upon the patient's hospitalization, prior to the explant procedure, an x-ray was performed. It was determined that there was a conductor fracture on the ra lead located near the 1st rib and clavicle. An invasive procedure was performed to explant the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned lead segment, severed approximately 15.5 cm from terminal pin, revealed a fracture, coil deformation, lead body damage, and insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture, high impedance measurements, and high pacing threshold measurements was likely the result of the lead damage observed by the laboratory.

Event description:
--